Event description:
During surgery, healthcare worker removed the wrong t-pin at the head-end of the table. The table and patient fell to the floor. The healthcare person who caused this event was retrained and understands the severity of their action.

Manufacturer narrative:
Hospital contact and distributor for complaint and of training for staff.